Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the power cord, requires replacement. The customer reported that the station unexpectedly powered off, displaying the message "ac power lost." After rebooting on its own and functioning normally for a while, it shut down once more after the power cord was inspected. This caused a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station shut down when the power cord was touched. A field service engineer replaced the power supply, power cord, barcode scanner cable and installed a bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.